Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an ¿error 3¿ message when she was attempting to test her blood glucose. According to the ot ultra2 owner¿s manual, an error 3 indicates that the blood or control solution sample was applied prior to the apply sample symbol appeared on the display. The patient also alleged an unknown error message was obtained and displayed an inaccurately low blood glucose reading compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issues occurred on (B)(6) 2014, at 8am. The patient reported a reading of ¿71mg/dl¿ was obtained. The patient reported using no diabetes medications to manage her diabetes. The patient reported on (B)(6) 2013, at 8am and 9am she had something more to eat or drink. The patient reported 1.5 hours after the issue occurred at 9:30am, she developed symptoms of feeling shaky and nervous. At the time of troubleshooting, the cca determined the patient was using the correct testing process. The cca documented the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.